Event description:
A customer reported that an abo mistype occurred with a known type a positive sample that typed as ab positive with anti-b (murine monoclonal) series 3, lot 203382, on the galileo.

Manufacturer narrative:
Unable to view result image files as customer does not archive images and they are not available in archive database. The reaction strengths were reviewed and anti-b was graded as 1+ on galileo, reaction strength of 40; cut-off for negative reaction is 0-34. Reverse b type was approaching threshold of ntd (no type determined); cut-off for negative is 0-22. Unable to rule out sample. The customer provided three tubes of the sample for investigation. Immucor's product investigations lab performed an abo_rh assay on known abo in-house donors on the galileo using retention anti-b, lot 203382. All donors resulted as expected. Hemagglutination testing was performed on retention a1 referencells, lot 111891, a2 referencells, lot 112685, b referencells, lot 113891, and o referencells, lot 114184 with retention anti-b, lot 203382. All retention products performed as expected. An abo_rh assay was performed on the customers submitted sample on the galileo and in tubes using retention anti-b, lot 203382. No unexpected reactivity with anti-b, lot 203382, was observed. The investigation did not identify a product deficiency. The product is performing according to specifications.